Event description:
It was reported that during a procedure to deploy a vena cava filter, the arms deployed, but the legs became stuck in the sheath. A recovery cone was used to remove the filter. No pt injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attn to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The returned sample was evaluated. Upon initial inspection, the dilator passed through the sheath without any resistance until it reached the gold band. The tip of the dilator appeared to have been cut off. The portion of the dilator tip that appeared cut off measured 1 1/2 inches. The sheath was evaluated and it appeared that the filter stopped just proximal of the distal band, 10mm from the distal tip. One of the filter hooks pierced through the wall of the sheath. All sheath, pusher wire, and filter measurements were within specs. The storage tube and the y-body had no defects and were intact. One set of legs on the filter were crossed. Heat was applied to the filter and the filter took shape. All arms and legs were present and intact. This is the only complaint to date for this mfg lot #. The result of the investigation was confirmed, root cause unk. The IFU (info for use) states the following: do not deliver the filter by pushing it beyond the end to the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do no twist the pusher wire handle at any time during this procedure. The IFU (info for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.